Manufacturer narrative:
(B)(4). Similar to device under 510(k) p140016. Summary of investigational findings: as no product, photos or imaging received to support this investigation it has not been possible to conclude an exact root cause for this event. According to the complaint history, device occlusion occurred under the hub-cannula gluing process. This issue may have occurred during the manufacturing processes. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: not possible to introduce the wire into to the luer lock valve. Patient on the table - alternative product not available. Only way out was to drill the valve open - foreign plastic piece was discovered and remove. Procedure could be continued. Patient outcome: the patient did not experience any adverse effects due to this occurrence.